Event description:
Sparking and small fire at equipment end of electrosurgical cable. There was no pt or operator injury as a result of this event. On june 14, 1999, importer rec'd a medwatch report from the user facility, pertaining to an event with a jarit medical device. Jarit surgical instruments (j. Jamner surgical instruments) is an initial distributor of medical devices. As such, they have completed section f of form 3500a, a copy of which is enclosed along with the user facility's medwatch report. In accordance with FDA procedures, copies of both the user facility's report and importer's form 3500a have been forwarded to the MFR of this device, bowa-electronic gmbh, nehrener strabe 4-6, postfach 70/plz 72807, d-72810 gomaringen, germany. The hosp reported a device malfunction with a laparoscopic monopolar cable. There was no pt injury. The device involved was sent to the MFR on june 14, 1999 for their eval. In accordance with FDA regulations, the MFR will complete the applicable sections of the form 3500a and forward all copies to FDA.